Manufacturer narrative:
In it indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the information provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. The manufacturing records for the lot numbers were reviewed and there were no issues related to this complaint. No further analysis will be performed at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. Inratio pt/inr test strip lot #334579 referenced in b5 and d11 is being reported in a separate manufacturing report number #2027969-2014-00431.

Event description:
Caller alleging receiving discrepant inratio values. Lab inratio 1.5 at 5:30 am. Over 6 hours between lab and inratio readings. On (B)(6) 2014, nurse testing with inratio2: sn (B)(4) (lot 319199) inr= 1.4. Patient self tester's wife inratio2: sn (B)(4) (lot 334579) inr= 3.4. Six minutes between comparative tests 1.4 and 3.4. Nurse testing with inratio2 #2: sn (B)(4) (lot 334579) inr= 1.7. Twenty minutes between initial inratio test of 1.4 and repeat test of 1.7. Patient's therapeutic range 2-3. Nurse noted there was milking and the hand may have been wet from washing.